Event description:
The company was notified of a size 21mm valve explanted after approximately 2 yrs and 1 month, reportedly due to severe calcification resulting in aortic stenosis. It was replaced with an edwards magna 21mm bioprosthetic valve. On the field experience report form for this event, it is indicated that the surgeon is not reporting that the event might have led to death or a serious injury. On the form it was also indicated that it was unk if the device contributed to this event.

Manufacturer narrative:
Device evaluated by MFR. The device has been received for eval; an eval summary was not available at the time of this report. Eval method: a review of the device history record was completed. Results: the results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of MFR and release.